Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse confirmed that the probe wipe was leaking onto the front cover of the instrument. Per the fse, the issue was related to the probe wipe not operating in the correct position. The fse adjusted and lubricated the bearing on the probe wipe guide, resolving the issue. The probe wipe assembly cleans the external side of the aspiration probe during start-up, shutdown and after a manual mode aspiration. The cleaning is done by dispensing diluent or clenz around the probe while simultaneously applying vacuum to collect the diluent and the blood from the outside of the aspiration probe. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The failure mode of this event was related to the probe wipe assembly not operating in the correct position. (B)(4).

Event description:
A customer contacted beckman coulter, (bec), and reported that there was a leak of approximately 3ml of slightly bloody fluid from the probe wipe during manual operating mode on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There were no error messages generated in connection with this event. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. No erroneous results were generated. No death or injury is attributed to this event and there was no change to patient treatment.